Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03203 & 1627487-2015-03204. It was reported the patient (france) experienced a painful heating sensation around the ipg pocket site while charging. A replacement model 3711 charging system (device 3) was tried to no avail. Ultimately the issue resolved with a second model 3726 charging system.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.